Manufacturer narrative:
The 10f split cath was returned for evaluation. Visual inspection revealed no obvious defects with the device. All relevant measurements taken show the device is within specification. The cuff is firmly attached to the lumen in the correct position, 3cm from the hub. The contract manufacturer conducted a review of the manufacturing records for the lot number reported. Their investigation revealed the device was manufactured and inspected according to specification with no non-conformances or abnormalities. The cause or factors that may have contributed to this event could not be determined but is not likely manufacture related. Many variables contribute to the encapsulation of a textile. These include, but are not limited to, factors related to surgical technique, patient hematology, concurrent drug therapy, infection, and method of catheter fixation. In addition, excessive tension applied to the catheter during the treatment by the patient may contribute to the event as reported. The instructions for use (IFU) include the following: "catheter must be secured/sutured for entire duration of implantation." Once the sutures are removed the catheter should be secured to the patient with either some type of securement device (i.e. Statlock) or with a dressing. Device was used for treatment, not diagnosis.

Manufacturer narrative:
An investigation has been initiated. Currently waiting for additional information and the return of the device for evaluation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Catheter dislodged during treatment resulting in >100cc blood loss, inpatient admission and insertion of a new line.